Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device found no distinct damages confirmed through visual inspection. The functional test found that the motor was burned out. Reported failure was confirmed. The root cause of the motor burning out could not be determined, however, per the DHR review, the handpiece undergoes functional checklist after assembly. The functional checklist includes motor activation at minimum and maximum settings to assess the device usability. It is unlikely that the handpiece left the facility without proper motor activation/motor having burnt out. This suggests the damages incurred were as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device handpiece overheated and the motor was found to be burned out. The issue occurred during an unspecified procedure. A second device was used to complete the intended procedure. There were no further details provided regarding the reported event. No patient impact or injury was reported. No user injury was reported.